Event description:
A customer contacted beckman coulter (bec) reporting that the electrolyte injection cup (eic) valve was leaking on the unicel dxc 600i synchron access clinical system, which caused calibration failures for sodium (na), calcium (calc), and chloride (cl). The leak was contained to the instrument. The operator was alerted to a potential problem when the instrument failed calibration for na, calc, and cl. The leak was discovered during service visit. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during the event. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and confirmed the leaking from the eic valve. The fse replaced the eic valve and verified instrument performance. (B)(4).